Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device information and noted "no seroma/bia-alcl testing has been performed". Healthcare provider reported "I performed breast reprosthetics surgery to the patient. Intraoperatively, the left implant was in a thin connective capsule; when dissected, the capsule was intact, and no seroma ghosts or other inflammatory processes were detected...breast implants were installed simultaneously." An MRI was provided which reported "left mammary gland: the implant is located retropectorally, has clear, uneven outer contours; due to the connective tissue capsule, the inner cavity of the implant is not deformed, pleated, and no signs of rupture were found, between the capsule and the implant, a uniform accumulation of a minimum amount of liquid is visualized along the folds. Against this background breast tissue of heterogeneous structure is visualized with the presence of single diffusely located small cysts up to 2-3 mm (not device related); native examination did not reveal nodules. In the axillary regions, single lymph nodes up to 3-5 mm in diameter are identified, their contours are clearly even, the mr structure is common. Conclusion: condition after augmentation mammoplasty." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Crease / folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side device information and noted "no seroma/bia-alcl testing has been performed". Healthcare provider reported "I performed breast reprosthetics surgery to the patient. Intraoperatively, the left implant was in a thin connective capsule; when dissected, the capsule was intact, and no seroma ghosts or other inflammatory processes were detected. Breast implants were installed simultaneously." An MRI was provided which reported "left mammary gland: the implant is located retropectorally, has clear, uneven outer contours; due to the connective tissue capsule, the inner cavity of the implant is not deformed, pleated, and no signs of rupture were found, between the capsule and the implant, a uniform accumulation of a minimum amount of liquid is visualized along the folds. Against this background breast tissue of heterogeneous structure is visualized with the presence of single diffusely located small cysts up to 2-3 mm (not device related); native examination did not reveal nodules. In the axillary regions, single lymph nodes up to 3-5 mm in diameter are identified, their contours are clearly even, the mr structure is common. Conclusion: condition after augmentation mammoplasty." The device has been explanted.